Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who experienced peritonitis and subsequently passed away coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient was hospitalized for peritonitis and subsequently passed away on an unreported date. The cause of the peritonitis and death events was unknown. It was unknown if the patient had recovered from the peritonitis event prior to the time of death. It was unknown if therapy was ongoing at the time of death. It was unknown if an autopsy was performed. No additional information is available at this time.